Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. A loose and shifted end cap sticker were noted. The insulin pump had no button response due to an open connector on the display board. No error alarm could be confirmed due to the keypad anomaly.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 134 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).